Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Date of event - ni. Expiration date - ni. Date implanted - ni. PMA 510(k): this product is not cleared or distributed in the u.s; however, this report is being submitted as zimmer biomet in the us manufactures a similar device under 510k number k110449. Manufacture date ¿ ni. Corrective action was initiated. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient alleges that patient received a synthetic bone graft implant that was part of a field safety action. Patient's legal counsel further alleges patient is experiencing unspecified complications. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Quantity - 3. It has been indicated that the product will not be returned to zimmer biomet. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
Legal counsel for patient alleges that patient received a synthetic bone graft implant that was part of a field safety action. Patient's legal counsel further alleges patient is experiencing unspecified complications. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. It was reported that patient underwent a revision procedure approximately two months post-implantation due to infection and non-integration of the implants.